Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked and had the catheter break. The following information was provided by the initial reporter: "complaint: cannula broke off at the wings during insertion".

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked and had the catheter break. The following information was provided by the initial reporter: "complaint: cannula broke off at the wings during insertion".

Manufacturer narrative:
H6: investigation summary. Three photos and one used sample were received by our quality team for evaluation. The tubing connected to the return sample do not belong to the scope of this complaint. From photos 1 and 3, a defected sample with a broken catheter was observed. The used sample was subjected to visual inspection. The catheter appeared to be torn and broken off from the bushing and cannula hub. A portion of the broken catheter was stuck between the bushing and cannula hub. The cannula hub assembly was subjected to x-ray for dimensional measurement. It was confirmed that the bushing belongs to the 18g dimension while the cannula hub belongs to the 20g dimension. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample investigation, a 18g bushing was used to assemble into a 20g cannula hub. As the 18g bushing has a larger outer diameter, when the 20g catheter tubing was flared into the 18g bushing the inner diameter of the catheter tubing could be stretched and resulted in a thinner wall thickness around the bushing. When the catheter pur (catheter tubing and bushing assembly) was swaged into the cannula hub, the thinner wall thickness could not withstand the force generated during the interference fit assembly of the catheter pur and cannula hub. Therefore, leading to the product with a broken catheter. The assembly process was reviewed. The assembly machine is dedicated to run 20g product with no gauge change over before the production of the reported batch. So, there is no possibility of bushing gauge mix at the assembly process. The molding process was reviewed. Good parts are free dropped form the mold into a good part container and transferred to bags. The bags will then be sent to the weighing station to confirm that the weight for each bag is met. More parts will be topped up at the weighing station for bags that did not meet the required bag weight. It was observed that during the topping up of bags, some parts could drop on the weighing station table and the spilled parts were only cleared once per shift. The probable root cause for the 18g bushing to be transferred to the assembly machine could be due to a stray 18g bushing at the weighing station. The 18g bushing could have attached to the exterior surface of the 20g bushing bag due to static force when the bag was placed on the weight station table. When the 20g bushing bag was poured into the vibratory bowl at the assembly machine, the 18g bushing on the exterior surface of the bag could also drop into the vibratory bowl and be assembled into the 20g product. This is the first complaint on catheter breaking due to the wrong bushing gauge being assembled was received. Therefore, the reported issue is likely an isolated case. Awareness training to all molding associates on this complaint and to complete housekeeping at the weighing station of the molding production floor after each weighing activity will be completed.